Event description:
After post-dilation was performed to a stent that was placed in the carotid artery (side unk), the pt developed aphasia and hemiplegia on right side, which was treated with glycerol IV. The pt was a male. There was mild vessel tortuosity. There was no info regarding calcification of the vessel or rate of stenosis. The pt was anti-coagulated. The angioguard was delivered and the filter was safely deployed distal to the lesion. It is unk w\hether or not the lesion was pre-dilated. A 10x4cm precise stent was successfully placed at the lesion. Post-dilatation was carried out with unk balloon. Following post-dilatation, the pt developed aphasia and hemiplegia on right side. The procedure was completed. Glycerol (conc. Glycerine) was administered by IV to treat the aphasia and hemiplegia suffered by the pt, which fully resolved in 30 minutes. The pt is in stable condition now.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.